Manufacturer narrative:
(B)(4). Device product code - ni, expiration date - ni. Medical product - zimmer unknown head catalog#: unknown, lot#: unknown, zimmer unknown stem catalog#: unknown, lot#: unknown, zimmer unknown liner catalog#: unknown, lot#: unknown. Event occurred in (B)(6). Manufacture date ¿ ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient's left hip was revised 3 years post-implantation due to loosening of the acetabular cup. During the procedure, the acetabular components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of 0009613350-2017-00891. The initial report should be voided.